Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that patient with this pacemaker was experiencing pain. Hence, a pocket revision was performed in which the pacemaker was moved submuscular. This pacemaker remains in service. No additional adverse patient effects were reported.